Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the battery charger was resetting. Upon eval, the charger exhibited a failure at the u104 pxa and u1003 pld processors on computer analog (ca) board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective battery charger/modem.